Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: obstet gynecol. 2013; 122: 770¿7. Doi: 10.1097/aog.0b013e3182a49dac. (B)(4).

Event description:
It was reported via journal article: title: "three-year outcomes of vaginal mesh for prolapse." Authors: robert e. Gutman, md, patrick a. Nosti, md, andrew I. Sokol, md, eric r. Sokol, md, joanna l. Peterson, rn, hong wang, pmd, ms, and cheryl b. Iglesia, md. Citation: obstet gynecol. 2013; 122: 770¿7. Doi: 10.1097/aog.0b013e3182a49dac. The objectives of the study was to present the 3-year outcome of a double-blind, multicenter, randomized trial comparing vaginal prolapse repair with and without mesh. This was a planned final analysis of 51 women with pelvic organ prolapse quantification (pop-q) stage 2 to 4 prolapse randomized to traditional vaginal prolapse surgery without mesh (26 patients; age: 63.1 ± 9.0 years; bmi: 28.2 ± 6.4) and vaginal colpopexy repair with mesh (25 patients; age: 62.6 ± 10.6; bmi: 27.6 ± 5.5). Either traditional vaginal prolapse surgery without mesh or vaginal colpopexy repair with prolift synthetic mesh (ethicon) using anterior prolift, modified anterior prolift with apical arms, or total prolift. In the mesh group, reported complications included a female patient with voiding dysfunction, urinary retention, vaginal vault prolapse, and a posterior enterocele which required sling revision and cystotomy repair, recurrent prolapse (n-3) which required re-operation, mesh exposure (n-5) which required surgical excision (n-3), dyspareunia (n-9), de novo dyspareunia (n-2), and de novo stress urinary incontinence (n-3) which required sling procedure and the events were resolved. The authors are reassured by the fact that overall quality-of-life improvement was high in both groups despite the fact that there was no observed anatomic benefit with the addition of mesh and a greater than 15% mesh exposure rate. The study highlighted the need for a balanced approach to the use of vaginal mesh that includes a thorough patient consent process before its use in prolapse repairs.